Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. On 09-sep-2024, 15-sep-2024, 21-sep-2024 and 28-sep-2024, it was reported that the patient faced four infusion sets tubing detachment from connector. Patient's blood glucose at the time of issue was 520 mg/dl. Infusion set was in use for 24 hours. No further information available.